Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information from an attorney representing the family regarding the customer's passing, received on (B)(6) 2015, stated the following allegations: "the customer first received a paradigm insulin pump in or around (B)(6) of 2009. While using the device on or about (B)(6) 2015, the customer suffered complications related to hyperglycemia, which, eventually, resulted in death. The customer's death was a result of extreme elevated blood glucose of 600 mg/dl, which was caused by under-delivery of insulin from the insulin pump, which the customer was using at that time." The reservoir will not be returned for analysis.